Manufacturer narrative:
The reported event of noise could not be confirmed. A partial lead was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal. Additional information: d10

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a right ventricular lead revision. It was noted that the right ventricular lead exhibited noise. The noise was not reproducible in clinic. The lead was explanted and replaced. There were no patient consequences.